Manufacturer narrative:
The investigation for the hemolysis has been completed. According to the clinical, a small hematoma was found at the access site. In order to accomplish hemostasis, a perclose was used and manual pressure was applied. Additionally, the patient developed hematuria hours after the pump was removed. No product was returned for a visual inspection. Data log analysis confirmed that the pump ran without issue for the entire case. No motor current spikes, suction alarms, positioning alarms, or ps trends were observed. The cause of the minor access site bleeding was not determined because no product was returned and not enough clinical information was given. The cause of the hemolysis was not determined because no product was returned and not enough clinical information was given. The instructions for use referenced in the initial report is for the impella cp with smart assist system in the following sections: section: general patient care considerations section: entering cardiac output section: potential adverse events (united states), which now includes the statement "cardiac or vascular injury (including ventricular perforation).¿ added- h6 component code 925 added- d6a/d6b f6/f8 should have been left blank in the initial report.

Event description:
The user facility reported a 74-year-old female in anterior st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. A small hematoma was noted at the access site at the time of impella removed. Perclose closure device was used and manual pressure used for hemostasis in cath lab. Additionally, the patient developed hematuria hours after the impella was removed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿